Manufacturer narrative:
Local service department checked the subject device and found that the phenomenon occurred due to deterioration. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the phenomenon occurred because physical stress or chemical stress was applied to the insertion part. Examples include physical stress such as rubbing the insertion part, chemical stress due to deviation from IFU (reprocessing manual), poor storage environment (direct sunlight, high temperature, high humidity, x-ray / ultraviolet rays), aging. But exact cause could not be identified.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on june 29, 2021, it was found that the coating of the insertion tube had been partially peeled off. There was no report of patient injury associated with the event.